Manufacturer narrative:
Device was received with pump error 38 during rewinding due to jammed motor gearbox..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no motor movement or negligible movement was found and retries to free a stuck motor failed. Blood glucose was 125mg/dl. Troubleshooting was performed. Customer stated they were not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.